Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: phlebotomist "collected blood sample using a needle and syringe. Transferred the collected blood sample on the syringe to the bd blood tube (citrate tube, blue top) using a blood transfer device. While mixing the tube, the tube cap popped off. Blood spilt to the floor and onto gloved hands." As per phlebotomist, there were no patient blood exposure to phlebotomist's own skin. Phlebotomist was wearing ppe all the time. There was also no reported blood exposure back to patient."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: phlebotomist "collected blood sample using a needle and syringe. Transferred the collected blood sample on the syringe to the bd blood tube (citrate tube, blue top) using a blood transfer device. While mixing the tube, the tube cap popped off. Blood spilt to the floor and onto gloved hands." As per phlebotomist, there were no patient blood exposure to phlebotomist's own skin. Phlebotomist was wearing ppe all the time. There was also no reported blood exposure back to patient."